Manufacturer narrative:
(B)(6). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a wrist arthroscopy procedure, after both anchors were deployed behind the capsule, the suture was pulled and a knot pusher was used, but the slack could not be reduced. With so much slack in the suture it was decided to use arthroscopic scissors to cut the suture and remove it from the joint space. The 2 anchors were left in situ behind the capsule. A backup device was utilized to complete the procedure successfully. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.